Event description:
The reporter indicated that a 13.2mm vticm5_13.2. -10.5/2.5/089 (sphere/cylinder/axis) implantable collamer lens for the patient's right eye (od) tore, broke during injection, delivery into the eye on (B)(6) 2023. There was no patient contact. No patient injury. The back up lens was implanted on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).